Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6), one (1) battery (B)(6), and one (1) controller ac adapter with unknown serial number were not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Analysis of the alarm log file revealed that a controller fault alarm was logged on 05-oct-2022 at 00:58:34 and event exceptions were recorded due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. An internal inspection did not reveal any anomalies. Review of the controller's internal logs revealed that the last data point with the pump connected was logged on 05-oct-2022 at 01:07:07 and revealed that (B)(6) was connected to power port one (1) with 96% rsoc and a power adapter was connected to power port two (2). Analysis of the alarm log file then revealed two (2) vad disconnect alarms logged on 05-oct-2022 at 01:04:28 and 01:06:19, indicating a physical disconnection of the driveline from the controller, likely due to the troubleshooting during the reported controller exchange. The controller then powered down at 01:05:02, which corresponds with the disconnection of the power sources during the reported controller exchange. Three (3) controller power up events without pump starts were logged on 05-oct-2022 since 01:06:11, likely due to troubleshooting after the reported controller exchange. In addition, a third vad disconnect alarm was logged on 05-oct-2022 at 02:29:00, likely due to the controller being powered on without the driveline connected, which corresponds with the reported "red (data) cap was temporarily disconnected from the controller". Controller fault alarms are medium priority alarms, which will cause the controller's alarm indicator to flash yellow; it is likely the controller fault alarm was perceived as the reported "orange" alarm. Vad disconnect alarms are a high priority alarm which cause the alarm indicator on the controller's front panel to flash red; the vad disconnect alarms were likely related to the reported red alarm. Log files did not reveal any loss of power events within the analyzed period. As a result, the reported controller fault, orange/red alarms, power source disconnect during a controller exchange, and vad stop events were confirmed. The reported controller double disconnect user error event could not be confirmed; the controller was powered down due to a controller exchange. Based on the available information, a possible root cause of the reported controller fault alarm event can be attributed, but not limited, to a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the observed controller power up events can be attributed to the reported disconnection of both power sources during the controller exchange and troubleshooting after the reported controller exchange. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the controller exchange and the controller being powered on without the driveline connected during troubleshooting after the controller exchange. Additional products: (B)(6) ¿ controller 2.0 d9: yes, return date: 12-oct-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA device code(s): a23, a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d02 additional products: (B)(6)¿ battery h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 additional products: unknown ¿ cac adapter h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to -b5. Desc evt problem -h10. Additional products: d1: battery d4: expiration date: 31-oct-2021 / serial#: (B)(6), UDI#: (B)(4), h4: mfg date: 26-oct-2020 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported per log file review that the battery was connected to power port one and an adapter was connected to power port two.

Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery depletion. The patient arrived at the site with controller fault alarms, while the patient was lying on the bed the alarms were heard. First, it was an orange alarm and then a red alarm. It was further stated that the ventricular assist device (vad) had three vad stops, as when the alarm went off the patient's brother immediately wanted to exchange the controller and in doing so removed both the power sources (alternating / direct current (ac/ dc) adapter and one battery). The third alarm went off because the red cap was temporarily disconnected from the controller with the depleted internal battery. The controller was exchange, and the vad, battery, and controller ac adapter remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420/ catalog #: 1420/ expiration date: 31-mar-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 04-mar-2020 labeled for single use: no, (B)(4). Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650/ catalog #: 1650/ expiration date: unk / serial #: unk, UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: unk, labeled for single use: no, (B)(4). Additional products: brand name: heartware ventricular assist system ¿ cac adapter, model #: 1430/ catalog #: 1430/ expiration date: unk / serial #: unk UDI #: (B)(4)., device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: unk, labeled for single use: no, (B)(4). Additional information has been requested regarding the battery and cac adapter serial number and types of alarms that went off of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.